Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 40.7cm was returned for analysis. External insulation abrasion was noted at 0.2-0.3cm from the distal tip, consistent with lead friction to another device or feature of the heart.

Event description:
It was reported that the lead was extracted due to insulation failure noted during device replacement. The patient had no adverse effects, consequences, or complications and their condition was stable post-procedure.